Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 594 mg/dl at the time of the incident. The customer was at 234 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer stated that their diabetes educator and endocrinologist had troubleshot the pump and advised them that the pump was not working. The customer stated the pump was not rewinding properly. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.